Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 100 mg/dl and 262 mg/dl. Customer had hypoglycemic symptoms of shakiness, sweatiness, and weakness. Customer tested on her competitor meter and obtained a reading of 50 mg/dl. Customer was able to self-treat by eating and drinking something. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.